Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anterior resection of the rectum, at the first firing, at the time of setup, there was no particular abnormality and firing was able to be performed, however, after the knife had been returned to initial position, the product stopped when opening the cartridge's jaws and attempting to remove it from the tissue. As the jaws had already been in the condition that opened a little, it was able to be released from the tissue by force and there was tissue damage. The tissue was already swollen. The rectum was torn and additional hand stitching was performed to resolve the issue. When checked the display, nothing was indicated at the cartridge part, the adapter part was white and the handle part was green, both of the two parts were noted to be not displayed normally. The procedure was completed with another device. The sales representative confirmed the detail with the doctor, the firing was completed, in the middle of opening the jaws, crack sound was heard and the device stopped and the display and the display also became strange.